Manufacturer narrative:
A review of the manufacturing documentation for lead extension s/n (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Device evaluation indicated that lead extension s/n (B)(4) passed visual, mechanical, electrical, and photographic imaging tests performed. The complaint was not confirmed. The device exhibited normal device characteristics.

Event description:
A report was received that a lead extension was explanted due to high impedances. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that a lead extension was explanted due to high impedances. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: nm-3138-55, serial/lot: (B)(4), description:55 cm 8 contact extension kit.

Event description:
A report was received that a lead extension was explanted due to high impedances. The patient was reportedly doing well following the procedure.